Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient had surgery to drain an abdominal wall abscess on (B)(6) 2013 and surgery to remove infected mesh and fistula repair on (B)(6) 2014. No medical records have been provided; however, fistula formation is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient had an oval composix kugel mesh, product code 0010206, lot 43eqd835 implanted to repair a hernia defect. On (B)(6) 2013: the patient had surgery to drain an abdominal wall abscess. On (B)(6) 2014: the patient underwent "surgery to remove the infected mesh and fistula repair."as reported by the attorney, the composix kugel patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient had surgery to drain an abdominal wall abscess on (B)(6) 2013 and surgery to remove infected mesh and fistula repair on (B)(6) 2014. No medical records have been provided; however, fistula formation is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 2 months post implant of composix kugel mesh, patient was diagnosed with infection, fistula, abscess, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient had an oval composix kugel mesh, product code 0010206, lot 43eqd835 implanted to repair a hernia defect. On (B)(6) 2013: the patient had surgery to drain an abdominal wall abscess. On (B)(6) 2014: the patient underwent "surgery to remove the infected mesh and fistula repair."as reported by the attorney, the composix kugel patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of composix kugel. Per operative notes, ¿hernia sac was removed and small bowel adhesions were taken down. A composix mesh was placed and sutured." On (B)(6) 2013 - patient was diagnosed with abdominal pain and abdominal wall abscess thereby underwent incision and drainage of abdominal wall abscess. Per operative notes, ¿foul-smelling gas was elaborated, then followed by purulent fluid, which was aspirated. The abscess was irrigated." On (B)(6) 2014 - patient was diagnosed with infected ventral hernia mesh thereby underwent open repair with lysis of adhesions, enterocutaneous fistula repair with small bowel resection and explant of mesh. Per operative notes, ¿foul-smelling fluid and previous mesh was encountered. Lysis of adhesions performed and separated the mesh which had folded on itself. There were adhesions to multiple loops of small bowel and folded edge had eroded into two separate segments of ileum. The mesh had been explanted." Attorney alleged that the patient had abscess, adhesions, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, other organ perforation, pain, mesh excision surgery and emotional injuries.